Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 496 mg/dl. Troubleshooting was performed. Insulin exited during a manual prime and no leaks or air bubbles were found. There were check settings alarms in the insulin pump history. The high pressure test was performed and passed. Upon removal of the infusion set from the body, the cannula was bent. Customer was advised to change out the set. His blood glucose was 474 mg/dl. Nothing further reported.